Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was suspected to fractured, and exhibited loss of capture, increased threshold and impedance measurements, and decreased amplitude measurements. The patient experienced dizziness and a heart rate in the 30 beats per minute (bpm) range. A surgical revision was performed, and the patient received an additional lead for pacing support. This lead remains in service and was reprogrammed with the new device. No additional adverse patient effects were reported.